Event description:
The article, "strategic reintervention with marked oversizing and overexpansion in tav-in-sav for hemolytic paravalvular leak", was reviewed. This research article presented a case study of a 71-year-old male patient with a history of bicuspid aortic valve and moderate aortic stenosis with severe aortic regurgitation, perivalvular leak, hemolytic anemia, chronic kidney disease, hypertension, and heart failure. The patient had an initial surgical aortic valve replacement (savr) on an unknown date with a 25mm carpentier-edwards perimount magna ease valve and ascending aortic graft. Four years later the patient presented with a perivalvular leak (pvl) and hemolytic anemia. A redo savr was performed on an unknown date. An 8mm amplatzer vascular plug IV was implanted to treat the pvl. The patient later had multiple hospitalizations for worsening hemolytic anemia and heart failure. On examination the patient had conjunctival pallor, mild jaundice, a descrescendo-diastolic murmur in the aortic area, and bilateral lower limb edema. On an unknown date a 29mm sapien 3 ultra resilia was implanted. The pvl reduced immediately and the hemolysis resolved. The patient required blood transfusions until postoperative day 2. The patient was discharged on day 19. [The primary and corresponding author was norio tada, department of cardiovascular medicine, sendai kousei hospital, 1-20 tsutsumidori-amamiya, aoba ward, sendai, miyagi 9810914, japan, with corresponding e-mail: noriotada@hotmail.com.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: strategic reintervention with marked oversizing and overexpansion in tav-in-sav for hemolytic paravalvular leak b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
In a research article, "strategic reintervention with marked oversizing and overexpansion in tav-in-sav for hemolytic paravalvular" an off-label use, residual shunt, anemia, and heart failure was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the available information, a cause for the reported residual shunt could not be determined. The reported off-label use is related to the plug being used for a perivalvular leak closure. The anemia and heart failure are likely cascading effects from the event. The prolonged hospitalization, surgical, and unexpected medical intervention was a result of case-specific circumstances, as a new valve was implanted and a blood transfusion was performed. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature attachment: strategic reintervention with marked oversizing and overexpansion in tav-in-sav for hemolytic paravalvular leak. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "strategic reintervention with marked oversizing and overexpansion in tav-in-sav for hemolytic paravalvular leak", was reviewed. This research article presented a case study of a 71-year-old male patient with a history of bicuspid aortic valve and moderate aortic stenosis with severe aortic regurgitation, perivalvular leak, hemolytic anemia, chronic kidney disease, hypertension, and heart failure. The patient had an initial surgical aortic valve replacement (savr) on an unknown date with a 25mm carpentier-edwards perimount magna ease valve and ascending aortic graft. Four years later the patient presented with a perivalvular leak (pvl) and hemolytic anemia. A redo savr was performed on an unknown date. An 8mm amplatzer vascular plug IV was implanted to treat the pvl. The patient later had multiple hospitalizations for worsening hemolytic anemia and heart failure. On examination the patient had conjunctival pallor, mild jaundice, a descrescendo-diastolic murmur in the aortic area, and bilateral lower limb edema. On an unknown date a 29mm sapien 3 ultra resilia was implanted. The pvl reduced immediately and the hemolysis resolved. The patient required blood transfusions until postoperative day 2. The patient was discharged on day 19. [The primary and corresponding author was norio tada, department of cardiovascular medicine, sendai kousei hospital, 1-20 tsutsumidori-amamiya, aoba ward, sendai, miyagi 9810914, japan, with corresponding e-mail: noriotada@hotmail.com.]